Event description:
It was reported the customer experienced an occlusion alarm which resulted in a blood glucose (bg) level of 12 mmol/l and life threatening ketones. Customer was admitted to the intensive care unit (ICU) on (B)(6) 2026 and received an insulin drip as treatment. Treatment successfully resolved the issue and customer's blood glucose level was resolved. Customer was released from the hospital on (B)(6) 2026 with no permanent damage sustained. Customer declined a supplies/system check.